Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 6.1 cm, 6.3 cm and 6.7 to 7.3 cm from connector pin, which caused the reported noise problem.